Event description:
Patient was revised to address pain and clunking. Report states that ion levels were: co - 14.7 and cr - 3.6.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/16/2014 - medical records received. Upon revision, cup migration, trochanteric bursitis, slightly npurulent serous fluid, granulation type necrotic tissue which was brown-gray, and corrosion on the femoral head taper (not stem taper) were noted. The information received does not change the MDR decision. This complaint was updated on: 06/09/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, disability and chromium and cobalt poisoning after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.